Event description:
During total hip arthroplasty, an intraoperative fracture of the greater trochanter occurred during broaching. The surgeon reinforced the fracture with cable. The surgeon commented that the patient's fragile bone quality was the cause.